Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code and was not able to be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.